Event description:
Physician was trying to decompress a priaprism and the trocar of braun 16g introcan broke off in the shaft of the penis. Physician made a small incision and used c-arm to retrieve it.